Event description:
The customer reported that they had a speaker malfunction. It is not known if there was a visible "speaker malfunc." Inop message.

Manufacturer narrative:
(B)(4): the customer reported that they had a speaker malfunction. It is not known if there was a visible "speaker malfunc". Inop message or whether there was any loss of audio function. No adverse impact was reported. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.